Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. The customer has returned a photograph of the device for evaluation to baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured, during patient use. The device was infusing the patient with filled with 250 milliliters of a solution of claventin and nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.